Manufacturer narrative:
(B)(4). This lot was manufactured between july 6, 2012 and july 9, 2012. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. .

Event description:
It was reported that a large volume intermate had the bladder rupture during therapy of 4g of alfalastin (non baxter product). The bladder rupture occurred at the end of the infusion. There was patient involvement reported, however there was no patient injury or medical intervention reported. Additional information was requested and is not available.